Manufacturer narrative:
Section d10: correction. Only the external driveline was returned.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: although the reported low speed events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019. On (B)(6) 2019, the log file captured a low speed event when the patient¿s speed dropped below the patient¿s low speed limit. Low speed advisory and hazard alarms were active during the event. The observed low speed event occurred while the patient was supported by the power module. The pump ramped back up to its set speed without issue following the event. It was noted that the patient received a driveline repair on (B)(6) 2019 and the data captured were consistent with the repair. Following the driveline repair, the pump remained above the low speed limit for the duration of the file and appeared to be functioning as intended. Based on our complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 18.5¿ of the external portion of the driveline was returned for evaluation. An additional three wires (orange, green and brown) were returned measuring approximately 0.5¿. Upon return, it was observed that the external portion of the driveline was returned with missing outer silicone jacket, bionate and metal braided shield between approximately 12-18.5¿. The pins of the metal connector appeared free from deformation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. Visual inspection of the outer silicone jacket revealed two tears adjacent to the metal connector. Upon removal of the silicone jacket, the bionate layer had slight discoloration but no damage was observed. The metal braided shield breakdown was consistent with the duration of the patient¿s use. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, no issues were noted after the patient was back on the grounded patient cable. The account submitted an additional log file after the driveline repair. The log file did not capture any additional low speed events and the patient remains ongoing on heartmate ii lvas, serial number (B)(4) with no further issues. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low flow/low speed alarms on (B)(6) 2019 based on upon the interrogation of the device. There is a concern that the alarms were caused by driveline short-to-shield. The manufacturer's technical service representative reviewed the log file and confirmed speed drops below the lowest speed limit on (B)(6) 2019 while the device was connected to power module. There is not enough from the log file to confirm the cause of the speed drops. X-ray was unremarkable. The patient is schedule for driveline repair on (B)(6) 2019. The patient did not experience any further alarms while the patient was on batteries and ungrounded patient cable.